Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h6. Since limited information is available and the valve was not returned to the manufacturer for further investigation, the definitive root cause of the reported event cannot be established. However, from the document review performed, no manufacturing deficiencies were noted. Should further information be received in the future, a follow up report will be provided.

Event description:
The manufacturer was informed that on (B)(6) 2022, a perceval valve size s was implanted in a patient. As reported, right after implantation, pvl (medium) was noted but patient was discharged, and medical observation was continued. In (B)(6) 2023, pvl got severe and heart failure symptoms are getting worse. The manufacturer was informed that no further information will be provided.

Manufacturer narrative:
H3 other text : device remains implanted.

Event description:
The manufacturer was informed that on (B)(6) 2022, a perceval valve size s was implanted in a patient. As reported, right after implantation, pvl (medium) was noted but patient was discharged, and medical observation was continued. Recently (in june 2023), pvl got severe and heart failure symptoms are getting worse. No further information is available at this time.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve and stent, model #icv1208-jp, s/n #(B)(6), as they pertain to the reported event, were retrieved and reviewed by a manufacture¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1208-jp) perceval heart valve at the time of manufacture and release. A follow up report will be provided upon receipt of any further information.